Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the escape button became unreponsive and that there was only a partial display, with the time advancing. The blood glucose reading was 252 mg/dl. The insulin pump had not been dropped or bumped. She had brought the insulin pump to the beach. The customer also noticed damage to the battery cap. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass. No button response due to corroded keypad traces. Unable to perform the functional testing, including the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime or no delivery alarm tests due to the button keypad anomaly. The pump passed the stop current test. The pump had a cracked case at the display window corners and minor scratches on the display window.